Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 48 mm in diameter x 140 mm long fusiform thoracic aneurysm of zone 4. The proximal aortic neck was 32 mm in diameter, and the distal neck was 30 mm in diameter. Vessels were non-calcified and non-tortuous. It was reported that after a 36 mm x 36 mm proximal talent thoracic stent graft and a 38 mm x 34 mm distal graft were implanted, a type iii endoleak was noticed coming from the junction between the grafts on the angiogram. It was decided not to intervene any further but rather to monitor the patient. The type iii endoleak resolved several days post-implantation. No additional clinical sequelae were reported, and the patient is fine. The cause of the reported endoleak may be related to the inadequate over sizing of the grafts, by the recommended 4 mm, in order to provide sufficient radial strength between the component stent grafts and to maintain an adequate seal.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), failure to follow instructions (inadequate over sizing of the grafts). Evaluation, conclusion: user error contributed to event (inadequate over sizing of the grafts).

Event description:
Additional information received reported that the patient died unexpectedly. The cause of death was unknown and it was unknown if it was related to the device or the procedure.